Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was protruding out on the insulin pump when she received it. Customer stated that her other pump also had a loose drive support cap and it had a black screen. Customer stated that it was like a dark gray cloud inside. Customer reported that the incident date was (B)(6) 2016 when the pump started having the same issue the day after she received it. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No missing or partial display noted and the insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly noted. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked belt clips lot.